Event description:
It was reported to philips that intermittent geometry boot errors occurred due to defective geometry pc on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geometry pc and reloaded the software, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).